Event description:
It was reported that during a lap appendectomy procedure, the device jammed and would not load another clip. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/13/2008. Malformed clip. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 8 clip conforming and 2 malformed clips due to bypass issues. However, the jaws opened and closed as intended during analysis. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determined if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.